Event description:
Additional information was received and it was reported that the patient recovered without sequela. The pump logs showed that the motor stalled on (B)(6) 2013 at 13:26 and recovered on (B)(6) 2013 at 15:29. The pump stalled again on (B)(6) 2013 at 21:59 with no recovery noted in the logs.

Event description:
Additional information received reported the cause of the stall was not determined and the specific withdrawal symptoms were not known. It was not known how long it took for the pump to recover. The patient status was not known.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 731sc, serial# (B)(4), implanted: 2010-(B)(6), (B)(4).

Event description:
It was reported that a critical alarm occurred once and then stopped. The patient went to the doctor¿s office for a refill and the pump was ¿okay¿. After the refill, the patient heard the critical alarm again. The patient was advised to go to the emergency room (ER). The patient experienced withdrawal symptoms. It was confirmed that the critical alarms were from motor stalls, based on the event logs. The patient had the pump replaced on the day of the report. The device system contained fentanyl, clonidine, bupivacaine, ketamine and dilaudid.

Manufacturer narrative:
Analysis of the pump found corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing in the motor gear train. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis, significant residue and shaft wear was found on the upper shaft of gear 2. There was also some residue on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly.

Manufacturer narrative:
Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.